Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that she recently received permission to use the arm on the side of the implant. She noted that the device sticks out and "kind of burns there" when she uses her arm. The device remains in use. No further patient complications have been reported as a result of this event.